Event description:
It was reported that on (B)(6) 2013, a 3.5x38mm xience prime was successfully implanted in the mid left anterior descending (lad) coronary artery and a 3.5x15mm xience prime was successfully implanted in the proximal lad. Post procedure, the patient experienced a syncope due to a ventricular fibrillation. Medication was given and defibrillation was performed. The arrhythmia and syncope resolved without sequela that same day. The next day, on (B)(6) 2013, the patient experienced elevated cardiac enzymes greater than 5 times the normal upper limit. There was no reported treatment and the patient was discharged home on (B)(6) 2013.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of ventricular fibrilation, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with the use of coronary stents. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling and the treatment appears to be related to operational context of the procedure.